Event description:
Customer's mother reported two hospitalizations due to diabetes ketoacidosis. Caller stated that physician has corrected the basal rates. The current blood glucose reading is 149 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.